Manufacturer narrative:
Pump received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Pump received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Pump was monitored for two days and no unexpected external ram crc error alarm, unexpected restart error, battery out limit, weak battery, bad battery, or spanish software anomaly alarms occurred however, spanish software anomaly alarms were found in the alarm history file due to corrupted history file. Programmed low reservoir alarm for 20 units; pump was tested with a water fill reservoir. Several boluses were programmed and delivered. Units left at pump display matched properly the units left at test reservoir. The low reservoir alarm feature working properly. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call of receiving an external ram crc error alarm, a spanish software anomaly alarm and an unexpected restart error alarm. Customer reported that numbers continued to scroll up on display screen, weak battery and low battery alerts were received when battery was new and reservoir was not low. Customer's blood glucose was 130 mg/dl. Insulin pump passed self-test. Troubleshooting was performed and insulin pump would be returned for analysis.